Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿onyxtmgel or coil versus hydrogel as embolic agents in endovascular applications: review of the literature and case series"  perri p, sena g, piro p, de bartolo t, galassi s, costa d, serra  gels. 2024; 10(5):312. Https://doi.org/10.3390/gels10050312. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿onyxtmgel or coil versus hydrogel as embolic agents in endovascular applications: review of the literature and case series". An endurant ii bifurcate was implanted in the endovascular treatment of a 58mm abdominal aortic aneurysm on an unknown date. A final angiogram showed a type ia endoleak. As treatment a microcatheter was placed and onyx glue was released to exclude the endoleak. The final angiogram revealed exclusion of the endoleak. No cause was provided and no additional clinical sequelae were provided.